Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device based on the information provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. However, a photo of the device was provided and reviewed. Although there was no damage noted, only the stem portion of the device was visible in the photo. Based on the results of the investigation, the reported complaint could not be confirmed. Therefore, the root cause of the event could not be determined. This supplemental report includes a correction to a3, e2, e3, g2, and h8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during cystoscopy with direct vision internal urethrotomy (dviu) , the knife fell off in the patient while incising a urethral stricture. A procedure delay occurred, but the time frame was unknown. A CT scan was used to visualize the knife, and a follow up cystoscopy with dviu was performed to retrieve the knife successfully 8 days later. Interoperative fluoroscopy was utilized during the follow up case as well to aid in knife retrieval. The patient was admitted to the hospital after the first procedure, but the time frame was unknown. It was stated that the second procedure was completed successfully.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.